Manufacturer narrative:
Investigation: neither sample or photo was provided. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. A possible root cause could not be determined at this time.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced leakage during use. The following information was provided by the initial reporter: (B)(6) 2019, patient with chronic sinusitis is preparing for surgery. The patients were treated with indwelling needle puncture. The indwelling needle was inspected before puncture. When the tube was flushed with saline, the yellow y-joint and the transparent pipe joint were found to be damaged. There was obvious leakage and the indwelling needle was immediately replaced.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced leakage during use. The following information was provided by the initial reporter: on (B)(6) 2019, patient with chronic sinusitis is preparing for surgery. The patients were treated with indwelling needle puncture. The indwelling needle was inspected before puncture. When the tube was flushed with saline, the yellow y-joint and the transparent pipe joint were found to be damaged. There was obvious leakage and the indwelling needle was immediately replaced.